Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the patient was revised due to articular surface implant wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Complaint sample was received and evaluated, and the reported event was confirmed. The articular surface exhibited gouges and scratches over the surface and edges. Wear was observed on the front side edge and the dovetail feature was flared out. Dimensional analysis was conducted with no deviations from print specifications noted. Device history record review was conducted and no discrepancies relevant to the reported event were identified. Review of complaint history determined that no further action is required, as no trends were identified. Per risk documentation, wear is a known risk of the procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.